Manufacturer narrative:
(B) (4)

Event description:
It was reported the intra-operative impedance readings were >4000 ohms on electrode 4-7. Electrodes 0-3 were within normal range. Rep reported running electrode impedance test were run at the default value. The amplitude was increased to 3.0v and re-tested. All impedances values were then within normal ranges from 900-1900 ohms.